Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. It was reported needles are not allowing medication through. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305916. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Needles are not allowing plunger to push vaccine/medication (vac/med) through. The needles actually do have a bevel and they do have a hollowed-out core. The specific issue is that they are unable to push the fluid into the patient or push out some of the air bubble that is inside the syringe. This has happened to multiple staff members administering various vaccines on different patients. I myself witnessed today an employee unscrewed the needle hub from the syringe and reattached it, took off the cap and reattached it, as well as push and pull the plunger with each step and the syringe's rubber stopper just does not move properly. The charge nurse and I even attached a different syringe, attempted to use the needles to absorb some water and it was still extremely difficult to push or pull the plunger. I even attempted to draw out of a diluent vial and came to the same conclusion. The clinic manager and I even attempted to blow air through some of the needles without the cap and not attached to a syringe and only minimal air was able to pass through.